Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic corneal haze, dry eye and photophobia in the right eye, at the one month postoperative visit. The topical steroid drops were increased. Another report is filed for the left eye. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).